Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report by a healthcare professional from the (B)(6) of peritonitis in a patient coincident with extraneal viaflex, nutrineal pd4 and physioneal 40 therapies for capd (continuously ambulatory peritoneal dialysis). Pd therapy was ongoing. On (B)(6) 2010, the subject experienced peritonitis. On (B)(6) 2010 the subject began to experience abdominal pain and nausea or vomiting. The abdominal pain and nausea or vomiting were considered manifestations of peritonitis. On (B)(6) 2010, the manifestation of nausea or vomiting resolved. The cause of the peritonitis was not reported. Remedial treatment was not reported. On an unreported date, the patient recovered from the peritonitis. On (B)(6) 2010, the manifestation of abdominal pain was resolved. Per the healthcare professional, the nutrineal solution could have possibly been associated from contamination of the fluid but there was no evidence to support this. An opinion of causality was not reported for the event of peritonitis. The study (B)(4) was sponsored by baxter.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.